Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the forceps pulley broke while grasping the tissue. It is important to note that the forceps had not been subjected to any prior impacts or improper handling. No fragments of the instrument remained in the patient, and this incident caused no harm. The instrument was removed, and the surgeon was able to continue the procedure using the remaining instruments without needing to immediately replace the damaged forceps with another of the same type. The procedure was completed with no reported injury.